Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button and power loss error alarm. Customer stated that the insulin pump had frozen display. Customer was unable to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert or battery power loss alarm noted during testing or in the device trace download. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).